Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the rep was unable to communicate with the ins using patient's handset and her demo handset and communicator. Patient reported return of symptoms recently (unk date). Caller was contacted on monday to assess the ins. No device found. Unknown amplitude. Patient has not used handset since implant (or after first follow-up). Ins is fairly superficial and patient does have a spinal cord stimulator implanted in right buttock. Interstim in left buttock. Reviewed possible eos. Reviewed patient either at high amplitudes or a possible short circuit. Caller also reviewed patient was using program d (custom program). Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. The steps taken to resolve the issue included on (B)(6) 2023 they tried to communicate with the device multiple times with clinician programmer and communicator and then also with patients. No read. A replacement of implant is scheduled on (B)(6) 2023.